Manufacturer narrative:
Investigation is still in process, a follow-up report will be provided.

Event description:
The customer reported that during machine priming on a spectra optia device, the machine displayed the error message "return line air detector failed fluid check" and the only option was for the customer to unload the set. Upon review of the event, it was determined that the date of event was 03/11/2024 and the set expired on 11/01/2023. There was not a transfusion recipient or patient involved at the time of the event, therefore no patient information is reasonably known. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during machine priming on a spectra optia device, the machine displayed the error message "return line air detector failed fluid check" and the only option was for the customer to unload the set. Upon review of the event, it was determined that the date of event was 03/11/2024 and the set expired on 11/01/2023. There was not a transfusion recipient or patient involved at the time of the event, therefore no patient information is reasonably known. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that this set was not intended to be used on a patient and was to be used for a ¿dummy run for training purposes¿. No patient was involved. No further reporting will be provided as this does not represent a reportable event.